Manufacturer narrative:
Customer indicated that during a medical appointment that a1c number was lower than it should be.

Event description:
Customer rec'd freestyle comparison reading results of 600 and 450 mg/dl within 10 mins. Results svary more than the MFR's allowed 20% variance.